Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system disc drive was unable to read spine tools 42, and this was the second spine tools disc that was also unable to be read. It was noted that the cd did not appear in the cdrom. There was no patient involved.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735991, ubd: unknown, UDI#: unknown, work order completed: h6) a manufacturer representative went to the site to test the navigation system. It was reported that the dvd drive was replaced to resolve the issue. Codes b01, c07 and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.